Event description:
The reporter's son was using the solution and was diagnosed with acanthamoeba keratitis in 2005, he had 2 cornea transplants and recovered from the blindness caused by the infection. Now he is possibly rejecting one of the transplants. This has been very painful. The reporter heard about the recall from television.